Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the knee provisional fractured during the trialing process.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A tibial articular surface provisional was returned and evaluated. Visual inspection of the returned tasp confirms fracture. All pieces were not returned, fractured post is missing. Scratches and gouges were also seen on the surface. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.